Event description:
It was reported that the patient presented with pocket erosion, and had a device replacement procedure. The system was explanted, and new system was implanted on the right side. The patient was stable before, during, and after the procedure.